Event description:
The facility representative reported a colleague infusion pump with a failure code 814:08 - manual tube malfunction. This condition had the potential to interrupt delivery. This event occurred upon power up in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a failure code 814:08 - manual tube malfunction was confirmed and reproduced during product evaluation. This condition was due to a faulty pump head module. The pump head module was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.